Event description:
Additional information received indicated the dislodgement was discovered via a chest x-ray.

Event description:
It was reported that a patient presented to the hospital after received inappropriately shock. Device interrogation revealed oversensing noise and failure to capture on the right ventricular (rv) lead. The rv lead was found to be dislodged. During lead revision, the helix would not extend so the physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.